Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation. It was further reported that the right atrial (ra) lead exhibited noise that caused mode switching. It was also reported that the ra lead exhibited over-sensing of myopotentials. The ra lead remains in use. No further patient complications have been reported as a result of this event.